Event description:
The patient reported that on (B)(6) 2012, she was admitted to the hospital for a severe bladder infection, and upon admission, her blood glucose (bg) was found to be 653 mg/dl with ketones. The patient was reportedly diagnosed with diabetic ketoacidosis, dehydration, and a bladder infection. The patient was reportedly treated with intravenous (IV) insulin for elevated bgs, IV saline for hydration, and IV antibiotics for the infection. The patient stated that she had been dealing with the infection for "a while", and could not recall the last time her bgs were within target range; the patient went to the hospital for IV antibiotics per instructions from her doctor. At the time of the call to animas customer support on (B)(6) 2012, the patient had resumed insulin pump therapy (ipt) and her bg was reportedly 453 mg/dl. The patient stated she was to be discharged from the hospital on (B)(6) 2012 on ipt. The patient stated that she did not feel the pump was delivering insulin because she could not see the insulin level in the cartridge decreasing. The patient admitted to having poor vision and stated she has trouble seeing the lines on the cartridge. Customer support reviewed the pump with the patient and found that all settings and histories were correct. The patient denied any site or set issues, and stated that she changes her site/set every three days and rotates sites per protocol. A review of the pump's prime history indicated a low prime volume and no fill cannula step. While on the phone with customer support, the patient successfully completed a full rewind, load, and prime, and was able to successfully bolus into the air. Customer support determined that the pump was working appropriately, and advised the patient to discuss the possible need for settings adjustments due to the reported infection. There is currently no indication of a pump malfunction. The pump is not being returned at this time, and there had been no further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy. It was determined that the reported infection was likely a cause or contributor to the reported bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: the black box data started on (B)(6) 2012. Due to continuous pump use, the black box data and pump histories for the time of the alleged complaint were unavailable for review. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the display screen was discolored and the keypad cover was torn at the ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.